Manufacturer narrative:
All available information was investigated and the reported retraction problem with the dc handle could not be confirmed during the returned device analysis. Difficult or delayed activation-clip deployment could not be replicated in a testing environment due to the condition of the returned device (clip was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. Additionally, based on the information provided and the return device analysis (unable to confirm the reported retraction problem with the dc handle), a cause for the reported retraction problem while retracting the dc handle could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report delayed clip deployment. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3 with an enlarged atrium. The clip was inserted and placed on the valve. However, while attempting to deploy, the clip did not detach from the mandrel. Troubleshooting was performed and the clip was successfully deployed. It was noted that during the deployment process, the delivery catheter (dc) handle was unable to retract. The clip was stable on both leaflets and mr was reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.